Manufacturer narrative:
The complainant reported lot number of clip that was used during the case 240703801; however, the lot number could not be found in the system. Thus, the manufacture date and expiration date are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information, despite good faith efforts.